Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument on multiple tries, showing 1 use remaining. The pogo pins did not stick and were not contaminated. The recognition issue was unable to be replicated. The instrument was driven and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Failure analysis investigation also found the following damages to the instrument: both blades edges had an indentation between the midpoint and the tip that acted as a mechanical stop for the other blade when closing. Failure analysis concluded the damage was likely due to mishandling / misuse. The distal pulley had indentations on the edge and a scratch on the surface. No damage was found on the cables. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a mega suturecut needle driver instrument was not recognized and would not read during setup. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.